Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a green tinge or color on screen during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, white and red pixels were observed on the screen. As the customer allegation of green image could not be confirmed, the investigation was unable to determine a root cause. Although the investigation was unable to determine the root cause of the red and white pixels, it was likely due to poor contact within the camera unit as the charged coupled device required replacement. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.